Event description:
It was reported that the patient presented for a routine generator change. It was noted that the setscrew of the pacemaker cannot be loosened as the torque wrench could not be inserted all the way due to foreign material found in the header. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of could not untighten the atrial setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed from the setscrew inset a wrench could then be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The lead could then be removed from the connector. The blood came through holes punched through the septum by the torque wrench at time of implant.